Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken pieces measure approximately 1.73mm x 2.83mm and 8.29mm x 1.42mm in sizes and were returned with the instrument. As a result, a dislodged grip tip was observed that was still attached to the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Failure analysis found the secondary failure of detached fragment to be related to the customer reported complaint. Due to the broken molded insulator, a detached fragment was observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken tip. There is no report of detachment and no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no fragment fell inside of the patient during use.